Event description:
The iab was inserted into a balloon dependent patient on 12/3/96. At 7:30 the "check iab catheter" alarm sounded from the system 97 pump. There was no kinking or blood noted so the pump was restarted at half-filling. When filling was at max, the same alarm sounded again. At 9:30, once again, started and blood was pulled back into the system 97. There were no patient complications as a result of the balloon event. It was reported that the patient went on to expire due to the patient's pathology. On 7/28/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - reported 1/15/97. Patient's current status: expired - rpt'd 1/14/97.